Manufacturer narrative:
Two devices were implanted in this patient. The first valve was implanted in 2007 and the second valve was implanted (valve-in-valve) in 2009. The first valve does not meet MDR reportability as the event occured prior to device market approval in the us. This product was not marketed or commercially available in the us. Upon receipt at medtronic's quality laboratory, two valves were returned. With the two devices returned, the valve being reported can not be identified. Both valves appeared flattened and/or crimped. Unknown bare metal stents remained partially intact around both valves. Remnants of the bare metal stents were received with the valves. Explant damage, such as imprints from forceps, was observed on the outer wall of each valve. All leaflets appeared stiff due to host tissue on the inflow and outflow. The receipt condition makes it difficult to determine the condition of the valves. Traces of pannus remained attached to the inflow and outflow orifices. Brown vegetative appearing host tissue lined all leaflets on the inflow and outflow.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received this transcatheter bioprosthetic pulmonary valve for analysis. The device was explanted 64 months after its implant and returned directly from the explanting facility. It was reported that a patient conduit revision was subsequently performed. The limited available information seemed to indicate that there was no malfunction of this device; additional information has been requested. It was reported that there were no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The analysis noted pannus and although there was no report of infection, tan- to brown-vegetative appearing host tissue was observed on both devices. These are known potential adverse event and are generally patient-related conditions.